Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated they observed specimen on the side of the pipette tip that was not dispensed and mixed with the diluent when pipetting on the commander fpc. Additionally, service was requested for recurring 8300 jam errors. The account also stated 5 saline specimens did not give a "low" flag for the htlv-I/ii assay when lower optical density values were observed. No impact to patient management was reported.